Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged with foreign material resembling a whitish crystalized material. Additional findings include the following: the air / water cylinder had discoloration, the suction cylinder had discoloration, the water supply volume did not meet the standard value due to the clogging, the objective lens had a crack, the light guide lens had a crack / chip, the connecting tube was buckled, the universal cord had a wrinkle, and the following had a scratch: grip / switch box / right and left knob / up and down knob / scope connector cover / scope connector case unit / electrical contact of endoscope connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope water flows without engaging the air / water valve. The issue was found during a diagnostic esophagogastroduodenoscopy, the procedure was completed with the same device and without delay. Customer confirmed the subject device is reprocessed in accordance with the instructions for use (IFU). Inspection and testing of the returned device found that the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.